Event description:
Additional information was received from the patient (pt) on 2023-03-28. The pt reported that on monday (B)(6) 2022 they had a surgical procedure to move the implanted leads down. They had migrated up about an inch or so.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6). Implanted: (B)(6) 2020. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back reiterating information as documented in this case. Pt reported that back in 2019 the trial device was perfect and that they had no pain, however they have never been satisfied with the permanent ins. Pt stated that the lead had migrated a little bit at the top, however the hpc said that the migration was no more than what was normal. Pt stated that if the issue couldn't be resolved, then they would consider having the ins removed. Pt expressed great frustration with the device as sometimes they could get relief and other times they could not. Pt stated that when they go to bed at night they still have pain. Pt stated that they met with several reps multiple times regarding the issue. Later, the rep reported that pt stated that her device is not working and never really has. She is still experiencing a lot of pain and has to take pain pills.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 4th. The pt said they had an appointment about their therapy not working last thursday with their healthcare provider (hcp) and a mdt representative (rep) was present at the appointment. The pt said they had x-rays and mris at the appointment and the rep showed them one of the x-rays which confirmed that the pt's "paddle" had migrated. Pt said they had an upcoming appointment with their hcp to get surgery to move the "paddle" to the right place.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), implanted: 2020-01-15 explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported on (B)(6) 2020 that the patient has never had relief in her lower back and at night it is terrible her legs are hurting. Patient is on group b (left side) 6.1v and (right side) 6.8v, the patient she can feel the tingle in her legs, but there is no relief in the lower back. Patient has been in contact with a manufacturer representative many times (since implant) and has been reprogrammed and they always only address her legs, not her lower back. Patient was not satisfied and was not impressed. Patient loved the trial and had great results, but the permanent implant has not helped ever. Patient stated that if the implantable neurostimulator continues not to work it is not going to stay in and will be removed. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. It was reported the rep met with the patient and reprogrammed the device. The patient was doing better and getting more relief. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that there was a lack of therapy. There were no external factors noted to be related to the issue. An x-ray was taken on the day of the report, and it was confirmed that the paddle lead had migrated up and is not covering the correct area found during her trial. The reason for the migration is unknown. The patient is being referred for a revision. The issue had not resolved at the time of the report; however, a surgical intervention was planned to resolve the issue. There were no further complications reported or anticipated.